Event description:
A customer reported that during a cataract procedure a patient's capsular bag broke. The patient experienced vitreous loss. The case was completed by performing a vitrectomy and inserting an anterior chamber lens. Directions for use were not followed as the scrub technician verified the tip has been used more than ten times. Additional information has been requested.

Manufacturer narrative:
No straight silicone I/a tip was returned for pc tear, with a vitrectomy performed. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The complaint information does indicate the surgical center was aware that the I/a tip had been used more than 10 times, which the maximum number of usages for the limited use silicone I/a tip. (B)(4).